Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod on the arm for between 4 and 24 hours. Symptoms reported include high blood glucose levels and ketones. The patient was treated by the healthcare professional (hcp) with insulin utilizing an insulin pen and a new pod. The pod was removed and discarded at the hospital.